Event description:
After using amo complete moisture plus, I developed an eye infection. My eyes were sore, red, swollen, and I was unable to open them without feeling a burning stinging sensation and later headache. My eyes were so sore that I was unable to drive. I located an urgent care center in my area, and went after the pain was unbearable, and condition did not improve. My eyes were examined and I was given drops to use for 5 to 7 days. I took a day off work, while my eye continued to heal. Dates of use: approx seven months 2006 to 2007. Diagnosis or reason for use: used to clean and moisture contact lenses. Event reappeared after reintroduction? Yes.